Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes

Event description:
It was reported that on: (B)(6) 2007: the patient presented with l4-l5 spondylolisthesis. L5-s1 internal disc disruption, and underwent the following procedures: percutaneous placement of pedicle screws on the right side followed by percutaneous rodding. L5-s1 right-sided endoscopic micro-facetectomy. L5-s1 right sided microscopic foraminotomy. L5-s1 right-sided micro-diskectomy. Endoscopic right-sided transverse lumber inter-body fusion with interbody cage , local bone graft, bone morphogenic protein, and de-mineralized bone matrix. L4-l5 right sided endoscopic micro-foraminotomy. L4-l5 right sided endoscopic facetectomy. Right sided l4-l5 endoscopic micro-foraminotomy. Right sided micro-discectomy. Right sided l4-l5 transverse lumbar inter-body fusion with interbody cage instrumentation, local bone graft, and de-mineralized bone matrix. Posterior segmental instrumentation with percutaneous instrumentation, l4-l5 and l5-s1. As per op notes, "...the guide-wires were used to serve as a guide for the tap which was stimulated at l4, l5 and s1 followed by placement of screws. Rods were guided into the heads of the screws. Compression was applied on both sides. Locking mechanism of the device was broken off, and confirmatory radiographs documented appropriate position of the implants. The wound was irrigated.." No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.